Manufacturer narrative:
The pad-pak was first installed on the 29th march 2010 and performed to specification up to the 24th november 2013. The device failed a self-test due to a low battery on the 1st december 2013. A fresh pad-pak was installed and the device passed a self-test on the 3rd february 2014. Multiple manual power ups of mainly ten minutes duration were observed in the device memory between the 11th-19th october 2015. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. Slight voltage fluctuation was observed over the pogo-pins however this did not affect the ability of the device to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Device switching on automatically.